Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01029. It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20mm in length, concentric, de novo target lesion was located in the non-tortuous, moderately calcified and 2.25mm in diameter left circumflex (lcx) artery. After pre dilatation was performed with a 2mm x12mm maverick¿ balloon catheter, a 2.25x20mm promus element ¿ stent was advanced but failed to cross the lesion even after multiple dilatations. The device was removed and another 2.25x24mm promus element ¿ stent was advanced but also failed to cross the lesion. The stents of both devices were crimpled on the balloon after it hit a focal calcium. The physician the decided to complete the procedure using rotablation and a 2.25x32mm promus element¿ stent was deployed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: a promus element mr ous 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no signs of damage. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length of the hypotube profile found multiple hypotube kinks. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20mm in length, concentric, de novo target lesion was located in the non-tortuous, moderately calcified and 2.25mm in diameter left circumflex (lcx) artery. After pre dilatation was performed with a 2mm x12mm maverick¿ balloon catheter, a 2.25x20mm promus element ¿ stent was advanced but failed to cross the lesion even after multiple dilatations. The device was removed and another 2.25x24mm promus element ¿ stent was advanced but also failed to cross the lesion. The stents of both devices were crumpled on the balloon after it hit a focal calcium. The physician the decided to complete the procedure using rotablation and a 2.25x32mm promus element¿ stent was deployed. No patient complications were reported.